Event description:
The customer reported the needle pierced the sidewall of the sheath instead of advancing through the distal end of the catheter, resulting in damage to the endoscope during an unspecified procedure involving an Olympus Single Use Aspiration Needle. There was no patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.